Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). The device was not returned for evaluation. Multiple attempts to obtain the device and additional information were not successful,. Without the actual device and /or logs, a thorough investigation could not be performed and no specific conclusion can be drawn for the cause of the reported event. If the pump and/or additional pertinent information becomes available, a follow up report will be submitted

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc.(the importer). This report has been identified as b. Braun melsungen internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports under infusion: when customer attempts to infuse 500 ml, only approximately 300ml infuses. No patient injury reported